Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were provided for evaluation. Upon visual inspection of the photos, it was noted that the first photo depicted a spike that was not listed on the drawing for the reported item number. The second photo was visually inspected with passing results, as no defects were noted. As the item pictured is different than the reported item number, the exact root cause of the reported defect could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that when assessing the patient and cbi the rn noticed that there was something in the tubing, when she pinched it she realized it was hard, not sediment. The cbi was stopped, tubing disconnected, and flushed. The particle of plastic was the tip off the spike. New tubing was used to continue cbi. No injury reported.